Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It was reported that the mini trek rx balloon dilatation catheter was advanced into a dislodged stent and inflated. It should be noted that the instructions for use (IFU) states: the mini trek rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, balloon dilatation of a coronary artery occlusion, or balloon dilatation of a stent after implantation. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc trek is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex artery. A non-abbott stent had dislodged during use in the patient. The 2.0 x 8 mm mini trek was advanced through the dislodged stent and inflated; however, the balloon ruptured at an unknown atmosphere. The 2.5 x 8 mm nc trek balloon was advanced through the stent implant and inflated, the balloon was used to move the dislodged stent from the circumflex to the left main successfully. The balloon then ruptured at an unknown pressure and during retraction from the patient resistance was felt and the balloon itself separated from the catheter shaft. A snare device was used to capture the separated balloon and the dislodged stent from the patient successfully. The procedure continued on successfully with the placement of a xience alpine stent. No adverse patient effects of clinically significant delay in the procedure were reported. No additional information was provided.